Event description:
The customer stated inconsistent architect vancomycin results were generated with a green cap micro-container brand tube with gel inside with very little volume. The specimen was from a premature infant patient. Initially, the specimen tested architect vancomycin >100 ug/ml. The specimen was diluted 1:2 with multi-diluent for an architect vancomycin of 7.44 ug/ml. The specimen was diluted again 1:2 with cal a with a value of 34.7 ug/ml. The customer was instructed to dilute per the package insert recommendations for dilution using cal a. The customer was also educated regarding centrifugation and plasma separation tubes per fa13sep2010 letter. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on (B)(6), 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available (B)(6), 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur the (B)(6) 2012.